Event description:
Customer reports the use by date and strip lot numbers are missing from the advantage test strip vial. No adverse event reported. Requested return of suspect device and replacement was sent.